Event description:
It was reported a patient's right ventricular (rv) lead presented with abnormal pacing impedance. The lead was explanted and replaced in a procedure on (B)(6) 2023. Post-procedure there were no patient consequences.

Manufacturer narrative:
Further information requested but not received.